Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date, the patient was discharged from the hospital.and recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.